Event description:
Lead failure (including suspected). A lead impedance abnormality triggered the ca warning alarm in the ward after the surgery. Subsequent checks did not reveal any data indicating lead abnormalities. A lead warning related to the rv lead was also documented. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).